Event description:
It was reported that the insulin pump alarmed for a motor error during a set change. The insulin pump had not been exposed to a strong magnetic field or MRI. The insulin pump had been dropped but showed no signs of physical damage. No blood glucose reading was 12.0 mmol/l. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, excessive no delivery test and prime tests. The motor passed the motor test. No motor error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.